Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for enterra stimulation it was reported that the battery was no good and patient was experiencing pretty severe symptoms and a lot of pain. Patient's settings are set smat 3 with the normal being. With the severity they encounter with gastroparesis